Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Customer concern: type of fluid/moisture exposure to the pump: fluid in reservoir compartment on (B)(6) 2025. Evaluated 1 open/used reservoir received with long crack in the reservoir's barrel (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir fails per bolus and basal test; leakage anomaly was found during test. Also performed visual inspection and found reservoir's barrel with long crack in the reservoir's body. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and moisture damage due to reservoir leakage. The customer reported blood glucose value of 411 mg/dl. The event involved product(s) mmt-1884l, mmt-244a, mmt-332a. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for reservoir leakage issue and noticed the leak was due to cracks/splits in the reservoir barrel. Customer was advised to replace the reservoir and infusion set. Troubleshooting was performed for moisture damage issue. Insulin pump passed selftest. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-244a. The customer will discontinue use of the reservoir. Mmt-332a was requested and the customer response was the device will be returned. Frn-mmt-332a-rsvr, unomed set.